Manufacturer narrative:
Device not returned. No eval will be performed. If device or add'l info becomes available a supplemental report will be issued. This event created a serious injury in the past and will be reported as a malfunction.

Event description:
It was reported that "doctor was doing final tightening of a 4.0 locking screw on a distal anterolateral plate. The screw in one of the shaft holes had the head shear off during final tightening". No adverse consequences to the pt.